Manufacturer narrative:
This is one of one initial/final MDR report being submitted for this complaint. (B)(4). Concomitant medical products: tempo (cordis, 4fr) catheter (lot unknown); prowler select lp es microcatheter (lot unknown); enpower dcb (lot unknown). Very limited information was received. The prowler select lp microcatheter and the rotating hemostatic valve (rhv) were not returned. The two devices both a pc410062630, but under two different lot numbers (c22921 and c12601) were returned in the same bag with the numbers 1 and 2 taped to the devices, however the complaint description did not report as to which lot number they belong to, therefore for inspection and identification purposes the coils will be identified as coil "a" and coil "b". This presidio will be identified as coil "b". Due to severe coil damage and a blood mixture obstructing the distal tip of the coil, the coil could not be advanced outside the distal tip of the green introducer. Concerning coil "b": located 1.1 centimeters off the distal tip of the device positioning unit (dpu) is a buckled area on the grey tip coil section. The coil's socket ring has been pushed down inside the outer sheath (angle ring section). There is severe compression and buckling damage to multiple areas of the proximal section of the coil. A blood mixture located distal to the coil's ball tip has obstructed and the coil which combined with the severe coil damage has prevented the coil from advancing through and out the distal tip of the green introducer sheath. The coil damage by itself prevented the coil from advancing. Located on the top proximal end of the resheathing tool in the open cutout section; the v notch has been fractured with a strand of the sheath still protruding through the fracture. The locking mechanism has compression and stretching damage. No manufacturing defects were found. The complaint of the coil unable to be introduced into the microcatheter cannot be confirmed. Without the return of the prowler select lp microcatheter, the rhv and due to the fact that the coil was severely damage and could not be tested the root cause of the introduction difficulty determined, however the most likely contributing factor may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which severely compressed and bent the grey tip coil section, and pushed the coil's socket ring down inside the outer sheath, and caused multiple section of severe coil damage. In addition, a blood mixture distal, but adjacent to the coils ball tip prevented its advancement inside the introducer sheath, however it cannot be determined when this concentrated blood mixture solidified forming a plug. These conditions most likely prevented the coil from advancing outside the distal tip of the introducer and into the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger. Caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm)." In addition, without the return of the prowler select lp microcatheter and the rhv used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coil unable to be introduced into the microcatheter cannot be confirmed as the coil was severely damaged and could not be tested; therefore the root cause of the introduction difficulty could not be determined. However the most likely contributing factor may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of retracting back at a forty-five degree angle and then back. Since there was no evidence of a manufacturing issue from the product analysis or the DHR review, no corrective actions will be taken at this time.

Event description:
As reported by a health professional, during coil embolization of an aneurysm located at the right internal iliac artery the physician experienced resistance with two presidio coils (pc410062630/c12601 and pc410062630/c22921). The patient's vessels were mildly tortuous and mildly calcified. It was reported that when the physician was trying to insert the first complaint presidio (c12601) into the microcatheter, he experienced a resistance at the microcatheter hub. C12601 was withdrawn and re-inserted, but to no avail. It was replaced with the second complaint presidio (c22921), however the physician experienced a resistance again at the microcatheter hub. It was then replaced with a cashmere coil (lot unknown), which was delivered to the target aneurysm without causing a friction using the same microcatheter. The procedure was completed without further issues or delay. No damages were noted on the two presidio complaint coils prior to the encountered event or upon removal. No damages were noted on the concomitant devices used with the product prior to use, during use, noted on removal. There were no patient injuries or complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The complained products will be returned for analysis. No further information is available.